Manufacturer narrative:
The investigation determined that false negative vitros ahbc results were obtained from an anti-hbc positive quality control fluid using the vitros eciq immunodiagnostic system. No malfunction of the vitros ahbc reagent or vitros eciq system was identified. Pre-analytical sample mix-up could not be ruled out as a potential contributor. The investigation was unable to determine the root cause of this event.

Event description:
False negative vitros anti-hbc (ahbc) results were obtained from an anti-hbc positive quality control fluid using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed could lead to inappropriate physician action if patient samples were affected. No patient samples were tested, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)